Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they need emergency medical services as there blood glucose was going up. The customer's blood glucose was unknown. The customer reported that there head was caught in between drawer and the shelf and they did not seem to be hurt. Cousin gave her (B)(6). The insulin pump will not be returned for analysis.